Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as poor hygiene and a poor environment. Peritonitis was manifested by abdominal pain, cloudy effluent, and diarrhea. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The patient was treated with cefazolin (1 gram daily, route and duration not reported) and fortum (1 gram daily, intraperitoneal, duration not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that 18 days after the onset of peritonitis, dianeal therapy was stopped. The report indicated that the discontinuation of therapy was due to a medical condition unrelated to the peritonitis. Also 18 days after the onset of peritonitis, treatment with both antibiotics was stopped, the patient was discharged from the hospital, and the patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.